Event description:
It was reported that the user experienced low blood glucose of 74 mg/dl after a recent factory reset of the ilet pump and a meal announcement, during which the pump was relearning and adjusting insulin needs. Symptoms included hypoglycemia. Outcomes included on-device guidance to treat the low and self-management with oral glucose, followed by planned capillary confirmation. Investigation included customer counseling on hypoglycemia treatment and device learning behavior. Investigation of this case revealed no device malfunction reported and that the event was consistent with early post-reset adaptation while the system recalibrated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.